Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to report hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose measured 276 mg/dl at 2:42 am and 280 mg/dl at 2:44 am; she corrected with a 3 unit bolus. At 10:00 am, her bg read "high" (>500 mg/dl) which she corrected with a 5.5u manual injection. At 1:00 pm, her bg was down to 357 mg/dl and she injected another 3 u manually. At 4:30 pm, she took a 0.65 u correction bolus with the pod for bg of 298 mg/dl. At 7:48 pm, her bg was up again, 401 mg/dl, so she took a 5 u manual injection and deactivated the device. When it was removed, the cannula was bent.